Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed displacement test, excessive no delivery test and prime test. No unexpected no delivery alarms noted. The insulin pump was received with minor scratches on the lcd window.

Event description:
It was reported that the insulin pump alarmed no delivery, for which troubleshooting was performed. After troubleshooting, the customer reported that there was a blemish on the liquid crystal display screen, which was not a scratch. The blood glucose reading was 217 mg/dl. The customer stated that the insulin pump sustained physical damage, which he stated looked like a sticker under the screen. He reported that this anomaly made it hard to read the display at times. He stated that he had received the device in that condition. The caller was advised that the device be replaced. Nothing further reported.